Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. A review of the svc report indicates that the customer reported low phaco power. The tss instructed the customer to tighten then handpiece tip, which resolved the issue. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported low phaco power during a cataract surgery. The sys was switched out to complete the case. There was no harm to the pt.